Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "3d image malfunction" and phenomenon 2 "the screen was black and showed no image (the screen was not restored)" likely occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or parts mounted on the electrical circuit board (i.e. Integrated circuit chips and capacitors) were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.7 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope did not display 3d images. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the images were not displayed due to damage on charged coupled device and due to corrosion on electrical contact of video connector. Additionally, since the angle wire became longer than normal and due to wear of angle wire, the play of upward/downward angulation control knob and bending angle in up direction does not meet the standard value. Due to deterioration of adhesive on bending section cover a chip. Physical stress had caused scratches on many components and venting connector of light guide connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.